Event description:
The customer reported an over-infusion. Insulin 100 units/100 ml was hung at around 5:30 pm on (B)(6) 2014 to infuse at 0.2 ml/hr. The bag was discovered empty on the morning of (B)(6) 2014. The pt was reportedly already at a high level of care, but the blood sugar dropped to 30 mg/dl and the pt required medical intervention to address the hypoglycemia. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer's report of an insulin bag being found empty prematurely was not confirmed from a review of the logs and no device was returned for investigation. Review of the pcu event logs confirmed that on (B)(6) 2014 at 6:26 pm the user programmed the pump module device for insulin-intensive low dose at a concentration of 100 unit/100 ml. The user entered a dose of 0.2 unit/hr (0.2 ml/hr) and a vtbi of 95 ml and started the infusion. The following morning at 12:40 am and 1:59 am the user made two dose changes to 2 unit/hr (rate=2 ml/hr) and to 4 unit/hr (rate=4 ml/hr) and the infusions started at 2:52 am the pump module was removed from the pcu experiencing a channel disconnect alarm. The channel disconnect message was acknowledged by the user by pressing the confirm key on the pcu screen. On (B)(6) 2014 at 3:44 am the user programmed the device for the drug piperacillin/tazo which began infusion at a rate of 100 ml/hr and a vtbi of 50 ml. At 5:29 am the pump module was powered off which recorded a primary volume infused of 82.762 ml. The root cause of the customer's report was not determined. Although it is not possible to confirm from the log review alone, it is possible that the insulin bag was still hanging when the new program was started and that insulin infused at 100 ml/h instead of piperacillin/tazo as intended, which would have caused the insulin bag to empty in less than an hour.